Event description:
It was reported that an eagle eye platinum catheter was used for a diagnostic coronary procedure in the proximal to mid lad with diffuse stenosis of approx. 80%¿90% calcification. During use, the catheter could not advance to the distal part of the lesion, despite repeated attempts. Additionally, flushing the catheter did not resolve the issue. When removing the catheter, it got stuck on a non-philips guidewire; therefore, was removed as a system. A new catheter was used to complete the procedure with no patient injury reported. This product problem is being submitted because the eagle eye platinum catheter and a non-philips guidewire were removed as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block a4: not available from facility. Block b6: not available from facility. Blocks d6 & d7: not applicable for this device. Block e: due to the character limit, the full facility name could not be entered. Facility name: the 940th hospital of joint logistics support force of chinese people's liberation army. Blocks e1 & g2: country is china. Blocks h3 & h6: the eagle eye platinum catheter was not returned, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.